Manufacturer narrative:
The reported occurrence of error code 121.2060 was confirmed via log analysis; however the error event could not be duplicated during the investigation. The investigation did have the occurrence of communication error with pump modules attached at the right iui connector on the pcu. The right iui had contamination on the surface of the pins. It could not be determined if this finding had any association with the reported incident. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The user reported a patient event and an error code 121.2060 when the devices were turned on. No patient harm has been reported.